Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the motor battery charger was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry of the imaging system would not move when prompted by the user. It was reported that there was a low voltage on the motion batteries. There was no patient present when this issue was identified. No additional information was provided.